Event description:
The device involved in this MDR report will be explanted because the interrogation could not be completed; however, it should be noted that the device pacing and sensing operation was normal.